Event description:
A male with a large angulated neck distal to lowest renal underwent aaa repair in 2008. The surgeon planned on covering most of the most distal renal, and landing the graft in the vessel with a diameter within the instructions for use. Upon introp angio, the surgeon opted to land distal to the lowest renal because he thought he would get a seal. Preoperative measurements were 11 mm of 32 mm angulated neck. The physician landed the flex main body graft about 5mm below the intended landing when he pulled back slightly during deployment. It was determined to be a proximal type I endoleak. He then opted to place a renu cuff because he felt he would have more accurate placement with a trigger wire release placement. The renu cuff was placed within the original graft and landed just above the original graft and distal to the lowest renal. The final angio showed a small proximal endoleak persisted. The physician opted to follow up with the patient to see if the endoleak would resolve by the 30 day scan. Patient is doing well.

Manufacturer narrative:
The device remains implanted and no images were provided to assist in this investigation. Each zenith device is shipped with instructions for use (IFU) listing anatomical requirements, warnings, precautions, and the correct deployment procedure. The IFU indicates that inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration, or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. An internal clinical review indicated that the event was caused by user error.